Event description:
The customer stated that he was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. The customer stated that he delivered several boluses that were not recorded in the history files of the insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Several boluses were programmed and the insulin pump was monitored, and no delivery or boluses anomalies were observed. The insulin pump recorded all of the boluses properly in the history files. After testing, it was concluded that the device operated within specs.